Event description:
It was reported that 2 bd integra¿ syringes with detachable needles had issues with the needle and syringe separating during the injection, causing vaccination medicine to leak out. The following information was provided by the initial reporter: "public health nurses... Attempted to administer routine publicly funded vaccine via im injection using the bd integra syringe... During a school clinic visit. The CT was a grade 7 student, approx 12 years of age. During attempted im injection in the deltoid muscle, the needle tip and syringe disconnected and vaccine spilled from the syringe. This happened x2 times during the same visit. Both injections were therefore unsuccessful. CT refused additional attempts. No harm/ injury to the CT occurred, other than 2 'pokes' that were unsuccessful. This CT was nervous and anxious to begin. Parent was contacted and made aware and advised CT be seen by primary hcp for vaccination."

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd integra¿ syringes with detachable needles had issues with the needle and syringe separating during the injection, causing vaccination medicine to leak out. The following information was provided by the initial reporter: "public health nurses... Attempted to administer routine publicly funded vaccine via im injection using the bd integra syringe... During a school clinic visit. The CT was a grade 7 student, approx 12 years of age. During attempted im injection in the deltoid muscle, the needle tip and syringe disconnected and vaccine spilled from the syringe. This happened x2 times during the same visit. Both injections were therefore unsuccessful. CT refused additional attempts. No harm/ injury to the CT occurred, other than 2 'pokes' that were unsuccessful. This CT was nervous and anxious to begin. Parent was contacted and made aware and advised CT be seen by primary hcp for vaccination."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.